Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that a 78-year-old male patient developed an apical thrombus and worsening mitral regurgitation following impella cp explant. Anticoagulants were initially utilized to treat the thrombus; however, a thrombectomy was eventually required to remove the clot. Upon attempting to treat the mitral regurgitation, it was determined that the chordae tendineae had been ruptured during pump removal. A mitral valvuloplasty was performed to treat the condition.

Manufacturer narrative:
The investigation of heart valve damage and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05498: d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.